Event description:
It was reported that the patient experienced no stimulation sensation following a replacement of his previous implantable neurostimulator (ins). There had been no falls or trauma since that point. Impedance measurements taken at the time were reported to be normal and as follows: 0,1 : 2165 ohms; 0,2 : 3351 ohms; 0,3 : 4708 ohms; 1,2 : 1984 ohms; 1,3 : 3538 ohms; 2,3 : 2120 ohms. It was noted that impedances were within range, although "slightly elevated" compared with normal impedances. The reporter indicated that reprogramming had been attempted; even increasing amplitude up to 10.5v, but the patient was still not feeling stimulation. Lead configuration was confirmed to be correct by testing the other socket and obtaining impedances greater than 10,000 ohms. Additional information received approximately 2 weeks later indicated that the entire system was removed and replaced. Patient outcome was not provided at this time.

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1997, explanted: (B)(6) 2012. Product type: extension: product ID 74001, lot# n325743, implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: adapter: product ID 3587a, lot# l44641, implanted: (B)(6) 1997, explanted: (B)(6) 2012. Product type: lead. (B)(4).